Manufacturer narrative:
Medical device brand name bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the user observed what appeared to be "yellowish spots" on the inside of the tubes.

Event description:
It was reported that while using the bd vacutainer k2 edta (k2e) 7.2mg blood collection tubes, the user observed what appeared to be "yellowish spots" on the inside of the tubes.

Manufacturer narrative:
The device history records for batch 5014801 have been reviewed with no issues being identified.